Manufacturer narrative:
Other: (B)(6) incident report reference no (B)(4); submitted to (B)(6) by the patient. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage single handle kit device was implanted into the patient during a procedure performed on (B)(6) 2009. Reportedly, on (B)(6) 2009, the patient had experienced pain in the hip, leg and lower back; vaginal dryness, dyspareunia, difficulty walking due to pain in the left hip, restless legs syndrome and constipation.